Manufacturer narrative:
This supplemental report was submitted to provide additional information from the nurse at the user facility, to correct sections b5, e2, e3 and to update the following sections: a3, a6, b3, b5, b7, g2, g3, g6, h2, h6 and h10. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
The nurse at the user facility reported that at the beginning of a transurethral resection of a prostate, the high frequency electro-surgical generator (esg) unit reportedly had an error, code e433. The nurse noted there was a thirty minute delay as the facility had to drive to a local hospital and borrow a similar esg unit. The patient was under general anesthesia and the intended procedure was completed. No other equipment was replaced. Additionally, the esg unit was inspected prior to use; no abnormalities were observed. The cables, connections, were secure and the esg settings were correct. No death or serious injury was reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. The possible causes are: 1) the user activates the foot switch while the generator is booting (temporary error caused by user action). 2) faulty foot switch (temporary error). 3) faulty foot switch (temporary error, faulty reed contact). 4) defective cable connection between hvps board and generator board (temporary or permanent error). 5) defective hvps board (permanent error). 6) defective generator board (permanent error). 7) defective motherboard (adc, permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020.

Manufacturer narrative:
The referenced device was returned to the olympus service center. The inspection and testing of the device confirmed the error e433. The unit could not pass self test, however, to troubleshoot a test generator board was installed and the device was able to pass the self test. The device's error log indicated there was tvs diode errors (e433) which was due to a faulty relay board. The device passed inspection with test parts installed. The device is pending repair. A review of the device's repair history shows the device was last serviced on october 11, 2018; inspection only/no problems were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed, during preparation for use the high frequency electro-surgical generator unit reportedly had an error code, e433. No patient injury or harm was reported.